Event description:
It has been reported that insert would not seat completely onto tibial baseplate. Back up insert was used and worked fine. There was no adverse consequence for the pt or delay in surgery or anesthesia time.